Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked display window corners, cracked reservoir tube and lip.

Event description:
The customer reported that the insulin pump alarmed. The customer changed the infusion set three times; the first two times, she did not receive any alarms, but the insulin pump did not go through the proper screens. Then she used the third infusion set and received the alarm. The blood glucose reading was 259mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.